Manufacturer narrative:
The quality documents are reviewed. Further documents and the complaint sample were made available for an investigation. The incident will be investigated in cooperation with OEM (ceramtec). The review of the device history record showed no deviations. All product features corresponded with the valid specifications at the time period, when the item was produced the density of the available fragments of the head was determined. The measured density corresponds to the specifications. There are no indications of a material defect. The traces of the taper in the prosthesis head are not consistent which may indicate a malpositioning of the components. Based on the analysis of the present fragments, the cause of the fracture can not be clarified. A faulty impact procedure is the most common cause of breakage of a ceramic head. The mp reconstruction prosthesis system was used in combination with a zimmer trofix plate to reconstruct a periprosthetic and pertrochanteric fracture of the femur.

Event description:
Translation: breakage of prosthesis head (rhein maas hospital).

Manufacturer narrative:
The quality documents are reviewed. Further documents and the complaint sample were made available for an investigation. The incident will be investigated in cooperation with OEM (ceramtec). The report is delayed due to technical problems while using vpn client.

Event description:
Translation: breakage of prosthesis head. ((B)(6) hospital).